Manufacturer narrative:
(B)(4). The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump was received with normal operating currents. No unexpected low battery alarm or insert battery alarm noted. However, unexpected battery power loss alarm found in pump history due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector on j6 pcba 1. Pump was monitored and functioned properly. The pump was received with minor scratched lcd window, scratched keypad overlay and cracked select button keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed power system error. The customer's blood glucose was unknown at the time of incident. The insulin pump was replaced. The insulin pump will be returned for analysis.